Manufacturer narrative:
Correction d4: model number has been corrected.

Manufacturer narrative:
Conclusion statement: the reported event for high impedance could not be confirmed. As received, microscopic inspection of the incomplete lamitrode paddle body was found broken wires and missing electrode in the paddle side of the lead. The cause of the damage is consistent with an overstress condition lead was subjected during explant.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances. Surgical intervention was undertaken, and it was discovered the lead was broken. The lead was explanted.